Event description:
In 2008, the patient reported that she received an a6 (temporary basal rate canceled) on her infusion device and 200% was displayed on the screen. She stated that she did not program a temporary basal rate. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.